Manufacturer narrative:
D6b, if explanted, give date: added date. Please note: the device was not explanted but removed from the patient non-surgically. Nevertheless, the date was added to reflect device removal from the patient. Section h6: codes have been added/updated to reflect the extent of the investigation performed.. H6, investigation conclusions: code d16 provided in the initial medwatch report was withdrawn. H6, investigation findings, code c19: the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. Imaging evaluation summary - an electronic file containing digital cine fluoroscopy as well as echocardiography images dated (B)(6) 2023 was returned to gore. The imaging evaluation summary states the following: a 25mm gore cardiroform septal occluder was implanted to treat a multi-fenestrated atrial septum. The balloon sizing measurement of the largest defect was approximately 7mm. The septal length as measured with tee in the short axis view was approximately 22mm and in the 4-chamber view it was approximately 31mm. With the initial deployment of the device, it appeared that the left disc was not fully deployed on the left side of the atrial septum. Some of the left disc appeared to be deployed in the defect and on the right atrial side. The device was re-deployed. The device appeared to be in a satisfactory position, and it was locked. The device appeared to be well apposed to the septum. From the imaging provided the left and right discs appear to be evenly deployed with good tissue capture and no residual shunts. The left atrial disc appears to be close or slightly contacting the mitral leaflet. Per the performing physician after locking the device, the patient developed an arrhythmia. The physician decided to remove the device. The device was removed successfully but the arrhythmia did not resolve. From the measurements acquired and the imaging provided the septum appeared to be large enough for the device chosen to treat the defects. It is difficult to ascertain if the left atrial disc's contact with the mitral valve may have contributed to the patient's arrhythmia. The patient was discharged with an acceptable heart rhythm per the reporting facility. According to the gore® cardioform septal occluder instructions for use (IFU), adverse events associated with the use of the occluder may include, but are not limited to: new arrhythmia requiring treatment. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined.

Manufacturer narrative:
H3, code "other": the gore® cardioform septal occluder was retrieved from the patient and discarded at the facility. Therefore, an engineering evaluation will not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2023 a 25mm gore® cardioform septal occluder was selected to treat a multi-fenestrated atrial septal defect. During the implantation, all defects were closed and no issues were reported. However, after having locked and released the occluder device, the physician reportedly noticed that the patient had developed a second degree atrioventricular block. Therefore, the device was removed from the patient but the atrioventricular block did not resolve. The patient is currently receiving medication to treat the condition. On (B)(6) 2023 it was reported that the patient had been discharged from hospital with a largely normalized heart rhythm displaying sporadic, but acceptable conduction delays.